Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The patient reported that during a recent trip her continuous glucose monitor (cgm) readings were not coinciding with her blood glucose (bg) meter, and at times the cgm was not alerting as expected for high and low readings. On the day of the event her readings had been erratic all day long. When she went to bed around 10:00 pm it did not vibrate or beep for a low level, but she went into a diabetic coma. Her husband had glucagon but gave her a banana which she ate; she still was not reacting so the paramedics were called and arrived within 10 minutes. They checked her bg which was 40 mg/d and revived her with dextrose via intravenous (IV) therapy. They stayed for about 30 minutes until she regained consciousness and did not take her to the hospital. She stated that she was fine after becoming conscious. Following the event, during the night her cgm reading was 218 mg/dl and in the morning her bg meter read 100 points less at 118 mg/dl. At the time of contact, the patient was doing fine. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. The receiver was charged and booted up successfully. A receiver download was performed and passed. Functional testing was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. A ¿try-it¿ test was performed and passed. The receiver case was opened for further evaluation and the internal inspection passed. The speaker resistance was measured and was within specification. The allegation and probable cause was undetermined because data was missing within the investigation window and receiver alerts passed hardware testing.